Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 lead, implanted 2012-(B)(6). (B)(4).

Event description:
It was also reported that the chronic rv pacing lead, which was explanted and replaced due to upgrade, was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however a setscrew was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a grommet or setscrew problem with the attempted implantable cardioverter defibrillator (ICD) was causing high lead impedance. The ICD was replaced. No patient complications have been reported as a result of this event.